Event description:
The dexcom g7 is not accurate without calibration. The prescribing information from medical practitioners and dexcom is that calibration is optional. When I tell doctors about this they just say that dexcom g7 is the most accurate and calibration shouldn't be required. Calibration should be part of the normal practice for onboarding g7 patients. The prescribing information is wrong. Here is the sequence of calibrations I've done with my most recent sensor. November 8th dexcom g7 reading 197 mg/dl (above normal range) but finger stick reading was 147 (normal range). Calibrated meter in dexcom app. Late on november 8th dexcom g7 reading 81 mg/dl (within normal range) but finger stick reading was 61 (low range near dangerous). Very close to a dangerous glucose level. Calibrated meter again in dexcom app. - after these two calibrations the sensor was calibrated again on november 13th. Dexcom g7 reading 148 mg/dl but finger stick was reading 130 what were the consequences to me? Before I knew the device needed to be calibrated I was modifying my behaviors to try and lower my glucose levels. I essentially needed to fast (not eat) to manage my glucose levels in range. After several months of almost fasting I lost too much weight, lost muscle mass and actually became more unhealthy. This can be dangerous if someone else makes insulin decisions based on this device and was also told not to calibrate. Calibration is required for every g7 sensor I've used. The problem is not specific to an individual sensor. I calibrated the g7 device after each of these readings in the g7 app. Finger stick reading was 147 for test 1 (50 mg/dl lower than g7 reading) finger stick reading was 61 (low, almost dangerous low) for test 2 (20 mg /dl lower than g7 reading) finger stick reading was 130 for test 3. (18 mg/dl lower than g7 reading).